Event description:
A console supporting a bi-ventricular assist device (bi-vad) patient was reported to have alarmed spontaneous battery alarms on both modules while plugged in to ac power. The ac power light was not illuminated and the unit was alarming as if it were unplugged (running on battery power). The hosp confirmed the power was on to the unit and plugged the unit into a functional outlet. Manufacturer technical services was contacted and the unit was trouble shot. The pt was briefly hand pumped when the portable back-up was being prepared for use and the driver's internal battery was completely used. The pt was switched to the back up portable driver without incident.